Manufacturer narrative:
Investigation is pending.

Event description:
The caller/end user alleged a variance between the inratio inr results and the laboratory inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 2.4, laboratory inr: 1.9, time between testing: unknown. (B)(6) 2015, 2.6, 2.1, performed consecutively. Therapeutic range: 2.5 - 3.5. The caller/end user has been running comparisons with his inratio monitor and the laboratory for the past 3 months and states his monitor has been reading between 0.4 - 0.6 higher than the lab. He was only able to provide these results but reports that he has done multiple correlations. On (B)(6) 2015, he was scheduled for a cardioversion and could not have the procedure due to his inr being 1.9. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: as of 01/20/2016, the product was not returned for investigation. Therefore, a review of the in-house testing history of strip lot 372984a was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.